Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322, caused by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.